Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service due to oversensing. During the procedure a break/insulation failure was noted at the point where the pin of the connector extrudes from the header.